Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. As a preventative measure (pm), the host and power supply were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to function as intended; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the system was locked up between surgeries when awaiting for next surgery. The system was rebooted with resolve. There was no impact on surgery.